Event description:
Two nursing assistants were transporting a resident from a shower chair to the sling when the arm of the lift allegedly raised, causing the sling to come off the metal hook. The resident allegedly fell to the right side and hit her face on the right side if the lift. The resident had x-rays which concluded osteoporosis, osteoarthritis, and status post impacted fracture of the distal shaft of the right femur. The physician believes the wounds are fresh.

Manufacturer narrative:
Consumer reportedly was being transferred and became very restless resulting in the sling loop coming off the hook. Lift has been in service for 5 years with no reported incidents. Device maintenance history is unknown. The complaint, as received, indicates that the loop of the sling somehow became detached from the spreader bar hook during transfer of the patient. Properly used, sling loops will not come off the hook as described. User guides are clear in instructing as to the proper and safe use of the product. MDR filed based on serious injury.